Event description:
Literature was reviewed regarding the risk factors for conduction disturbances in patients undergoing transcatheter aortic valve rep lacement (tavr) using the cusp overlap (col) technique or the conventional three-cusp (con) technique. The study population consisted of 97 patients (col = 47, con = 50) who underwent tavr with either a medtronic evolut r or evolut pro valve system. The following adverse events were documented in the article: need for recapture/repositioning the valve, paravalvular leak (severity of = moderate), new left bundle branch block, permanent pacemaker implantation, and upward displacement of the valve after full deployment. In their results, the authors found that deeper implantation depth was linked to an increased risk of conduction disturbances after tavr.

Manufacturer narrative:
Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following: brand name: medtronic transcatheter delivery system; product ID: mdt-trans dcs; serial/lot: unknown; UDI: unknown; manufactured date: unknown; use by date: unknown; FDA site ID: 9612164. Citation: lee yt, tsao tp, lee kc, et al. Predictors of permanent pacemaker requirement in aortic stenosis patients undergoing self- expanding valve transcatheter aortic valve replacement using the cusp overlap technique. Front cardiovasc med. 2025;12:1486375. Published 2025 feb 18. Doi:10.3389/fcvm.2025.1486375 earliest date of publication used for date of event. Earliest approved evolut r/pro product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.